Event description:
Information provided via literature article "immediate direct-to-implant breast reconstruction with acellular dermal matrix: evaluation of complications and safety." Adverse events: necrosis/impaired healing infection, seroma, infection, necrosis/impaired healing, capsular contracture, baker grade: unknown. It also reported hematoma and 1 uti infection which is not considered device related. This record is for an unknown device type, on an unknown side(s). Devices were explanted.

Manufacturer narrative:
(B)(4). (B)(6). Article citation: immediate direct-to-implant breast reconstruction with acellular dermal matrix: evaluation of complications and safety. Julie kalstrup, cecilie balslev willerta, marie brinch-møller weitemeyer, annette hougaard chakera and lisbet rosenkrantz hölmich. The breast, volume 60, pages 192-198. The reported events of seroma, infection, necrosis, capsular contracture, delayed healing, wound dehiscence, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection, necrosis, capsular contracture, delayed healing, wound dehiscence.